Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
A cryoablation procedure was performed using the arctic front catheter. Both phrenic nerve pacing and diaphragmatic palpation were practiced with both right sided veins. The pt experienced phrenic nerve palsy 68 seconds into the first treatment of the right superior pulmonary vein. The energy application was immediately terminated. Partial recovery of diaphragmatic movement was noted at the completion of the procedure. The pt was discharged from the hospital the following morning and was symptomatic.